Manufacturer narrative:
Evaluation and troubleshooting of the suspected device confirmed the reported issue. It was found that the screws that affix the motor to the outer housing had backed out. The screws appeared to be in good condition, and no anomalies were found in the screw material or threading. The backing out of the screw was confirmed as the cause of the reported issue. However, additional analysis is required to determine the underlying factors contributing to the unit not powering on.

Event description:
An international distributor reported that their arm unit could not be turned on. They unit was tested with a known good battery and would still not power on. They reported that this did not occur during patient use.